Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an extra follow-up performed on (B)(6) 2018, 73 vf episodes and 1 inappropriate shock were observed due to noise oversensing. The right ventricular continuity is above 3000ohms and the right ventricular impedance value at 2931ohms. Alert on the ventricular lead impedance and on the rv shock continuity higher than 3000ohms were observed. On (B)(6) 2018, a reintervention occurred and part of the lead has been explanted (cut and isolated), the rest remained abandoned. The ICD remains implanted.